Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up computed tomography (CT) scan a thrombus was identified. No further information was provided at the time of this report. It was further reported that the patient was placed on oral antithrombotic medication on (B)(6) 2025. It was further reported that a non-mobile pedunculated thrombus was located on the atrial side of the closure device. Before the procedure the patient was taking rivaroxaban (xarelto) 20 mg oral once daily. It per protocol, but the patient reported that had been taking with no interruptions prior to the procedure. After the procedure the patient was taken off of the study assigned anticoagulant regimen dual antiplatelet therapy (dapt) and restarted on rivaroxaban (xarelto) 20 mg oral once daily. The patient will have an additional CT scan in three (3) months.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up computed tomography (CT) scan a thrombus was identified. No further information was provided at the time of this report.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code updated from f26 no health consequences or impact to f2303 medication required.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up computed tomography (CT) scan a thrombus was identified. No further information was provided at the time of this report. It was further reported that the patient was placed on oral antithrombotic medication on (B)(6) 2025.